Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The apex balloon was advanced to the right coronary artery (rca) and the physician was unable to see the balloon under fluoroscopy. The balloon was removed and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
It is unknown if the device is over-the-wire or monorail. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is design. (B)(4).